Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump buttons were not working. The customer¿s blood glucose level was 322 mg/dl at the time of incident. The customer stated that the insulin pump failed self test the insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display. Problem isolated to electronic assembly. Unable to confirm keypad anomaly or missing segments due to blank display. No physical damage noted during visual inspection.